Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and a sling was used. The patient experienced bilateral perforation with the sling which was repositioned during surgery. The left side perforation was found during the procedure and the patient was treated with an open-urinary catheter for 6 days. The right side perforation was found at an unknown later date and corrected by a combined vaginal and abdominal intervention on (B)(6) 2011. Subsequently, the patient underwent re-operation with new sling placement on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.